Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure with the evolut fx valve (29 millimeter), the patient, who had a diagnosis of aortic valve stenosis and nyha functional class iii heart failure symptoms, experienced several acute complications. The patient had a medical history of diabetes mellitus (on insulin), dyslipidemia, hypertension, coronary artery disease, renal failure (not on dialysis), severe chronic obstructive pulmonary disease, and pulmonary artery systolic pressure greater than 60. The procedure was performed under local anesthesia with right femoral arterial access and a 14 french introducer, and hemostasis was achieved using closure device (proglide x2). The evolut fx valve was recaptured twice. Acute complications included minor bleeding, minor access site complications with a hematoma observed at the end of the procedure, the valve dislodged and severe paravalvular leak (pvl) was obseved. Subsequently a second valve was implanted valve-in-valve and no pvl was observed. No treatment was reported for the bleeding or minor access site complications with a hematoma.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.